Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there were unformed clips, scissored clips and some clips were getting stuck in the jaws and would not come out. Five unformed clip were removed from the patient with a grasper. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4) = malformed clip no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. Possible causes of reported malformed clips might be excessive twisting or torque of the device jaws when positioning or firing of the device, excessive side load applied to the jaws causing them to partially collapse or pushing with excessive force on the proximal end of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.